Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) 2007. A type I lesion was identified in the left carotid artery. The reference vessel diameter was 5 mm and the length was 23 mm with 90% stenosis as measured by nascet. Thrombus, ulceration, dissection or pseudo-aneurysm was not present. 2+ calcium was present with a moderately tortuous target vessel. A nexstent monorail was delivered and successfully placed at the intended site (diameter not provided) the length was 30 mm. A filterwire ex was used successfully for cerebral protection during the procedure. Pta was performed with ultrasoft sv balloon dilatation catheter. A heart rhythm stimulant (type or dose not provided) and atropine 0.1 ui was administered during the procedure. The patient experienced spasm, medical therapy given (details not specified). The spasm event was resolved with residual effects. Procedure was technically successful with residual stenosis 0-29%. Carotid stent was patent with 10% residual stenosis. Patient was symptomatic, post-procedure assessment documented the patient experienced a minor stroke within 24 hours post procedure. No further data provided regarding the patient stroke. One month follow up assessments in (B)(6) 2007 and 6 month follow up assessment in (B)(6) 2008 found the patient asymptomatic with carotid stent patent and 10 % residual stenosis with no complication since last visits. No information documented for 12 month follow up assessment.